Event description:
Customer reported the system shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the surge suppressor. System operates as intended.